Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature (t4) did not get cold in an arctic sun device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause could not be determined as the reported issue is unconfirmed. During evaluation, technician carried out a quick check and found no problems with the device. A labeling review is not required as the reported issue is unconfirmed. A DHR review is not required as the reported issue is unconfirmed. Correction: d. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature (t4) did not get cold in an arctic sun device.